Event description:
Prior to the procedure, the clinician was alerted of the pt's refusal of receiving blood transfusion due to his religious convictions. The pt was alerted of the risk and the clinician made great attempts to minimize blood loss during the procedure. Two gore tag thoracic endoprosthesis devices were successfully implanted. During the procedure, the pt's hb was reported to be 8. At the close of the procedure, the pt's bp dropped. A rutpured access vessel was suspected; however, further investigation detected the pt's vessels were intact and the bp stabilized. The pt's condition stabilized but the root cause of the drop in bp was never determined. Two days post procedure, it was reported the hb had dropped to 4; however, the pt again refused a blood transfusion. In 12/2005, the pt expired. The clinician believed the pt's death was caused by the pt's refusal to accept a blood transfusion and was not related to the device.